Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 07/27/2018 stating that p-waves are small from .5mv to 1.0mv and jumpy impedance was noted on this lead. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).